Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that there was an air bubble on the customers pump display screen after removing the screen protector. Customer's blood glucose was 124 mg/dl. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen damage issue could not be verified. Based on the analysis, the alleged housing damage issue could was verified.